Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited several automatic mode switch episodes. Also, over-sensing of lead noise was noted. However, due to occlusion, the right atrial lead cannot be currently replaced. Programming changes were made. There were no consequences to the patient.